Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that around 10:30 am, she had suffered a hypoglycemic episode while on a concomitant use of cgm and acetaminophen. Acetaminophen use is contraindicated per cgm's user's guide. Patient was out shopping when she lost consciousness and only woke up to paramedics treating her. Patient was treated with glucose tabs. At the time of her call to dexcom technical support, patient was feeling better.